Event description:
A nurse reports that during intraocular lens (iol) implant surgery, the capsule was broken. The iol was implanted and taken out. The association between this event and the iol is not known. Additional information has been requested.